Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was received. The name of the physician was provided; however, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device via a 6fr sheath after an unspecified procedure. Reportedly, the device could not be removed from the groin after the lever was pushed down to the body of the device. It is unknown how the proglide device was removed from the patient's anatomy. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The name of the physician was not provided by the hospital and it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.